Event description:
A other health care professional contacted technical service to report that multirall 200 had an issue, during the patient's transfer from the chair to the bed, the motor detached from the rail. The caregiver was able to push the patient back onto the bed. There was no patient/user injury, medical intervention, symptom, or adverse event reported. The device was requested for service/inspection by baxter.

Manufacturer narrative:
A baxter technician visited the facility to perform an inspection of the device where it was determined that both the extension cord and the motor were equipped with a qlink 2. There was no device malfunction found, it was concluded that the issue may have been caused by an incorrectly positioned strap on the hook. Multirall 200 overhead lift is a general-purpose lift with the intended use in: health care, intensive care and rehabilitation. Multirall 200 overhead lift is easy to move between facilities and useful for room-to-room transitions. Multirall 200 overhead lift can be mounted to the rail carriage in two different ways, mounted with the lift strap under the lift unit or mounted with the lift strap above the lift unit. Intended for use in all common lift and transfer situations, for example, between bed/wheelchair, to/ from floor, toilet visits, gait training, and for horizontal lifts with stretchers. The multirall extension arm facilitates to connect or disconnect the q-link ii from the s65 carriage with single hook. After mounting the q-link ii to the carriage hook, make sure that the q-link ii is properly positioned into the carriage hook and that the lift strap is safely attached to the hook. The cause of the event was contributed to use error. Prevention of this type of event is outlined in the device IFU if the reported use error were to recur during a transfer it could lead to serious injury or death